Manufacturer narrative:
Pump returned and visually inspected. Multiple minor kinks found along cannula. No other damages or abnormalities found. Delivery issues reported unable to pass through vasculature with resistance met at aortic arch. Clinical reported noticing the cannula was kinked and stuck in the brachiocephalic truncus after pushing up the pump. Pump was removed and replaced. Delivery issue: the root cause of the delivery issue was most likely patient condition related since the pump was unable to pass through vasculature and got stuck in the brachiocephalic truncus. Product damage: the root cause of the product damage cannula kink was most likely patient condition since the pump got stuck in the brachiocephalic truncus during challenging delivery. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26756 as it is unknown if the initial reporter also sent the report to the food and drug administration. H6 component code 925 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26756.

Event description:
The complainant reported that during the impella cp insertion the cannula kinked and got stuck in the brachiocephalic truncus. The cp was pulled back and was exchanged. There was no patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.